Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that the patient subsequently sustained a serious injury. The customer was unable to provide information on the patient's injury.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log showed that the device was in "leads" view and was not switched to "pads" view by the user. Once the analyze button was pressed, the view automatically changed to the "pads" view and the ECG signal was displayed. This is considered to be normal operation of the device, the device functioned as designed. Analysis of reports of this type has not identified an increase in trend.